Event description:
The customer's mother reported via phone call that they had no delivery alarms during infusion set changes. The mother reported the alarm occurred 4 times during a set change. It was also found the customer experienced blood glucose over 400 mg/dl when treated with a manual injection. The mother believed the manual injection did not provide adequate insulin to the customer. It was also found the customer was hospitalized when their blood glucose declined to 42 mg/dl. The customer was connected to the insulin pump during this incident. The mother declined to troubleshoot for the no delivery alarm. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.